Event description:
The patient was found to have high impedance and low output current. The patient then underwent a full revision. Upon opening the pocket, fluid/condensation was observed in the lead. The surgeon then removed the lead only leaving less than 2cm on the nerve. Once the generator and lead were replaced, all values were with normal limits, 1153 ohms. The explanted lead has not been received by product analysis to date. No other relevant information has been received to date.